Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg. Abbvie commercially has available two sizes of peg tubing, 15fr or 20fr, in the united states. The catalog number is list number 062910-001 - 15fr abbvie peg and the unique identifier number field is list 062912-001 - 20fr abbvie peg. The 510k number selected applies to both possible list numbers. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing remains implanted. No defect, deficiency, or malfunction of the peg tube was described. Stomatitis is a known complication of a peg tube placement. If tubing involved in this event was manufactured by abbvie, there are no anomalies with the abbvie peg tube that would contribute to the event reported. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
On 1-sep-2015, it was reported that the patient developed an infection in his "tube area". On 03-sep-2015 the patient's caregiver provided additional information. The caregiver stated that there was pus and a slight odor around the stoma every time they went to change the dressing. He went to his primary care physician who stated that it was infected and he prescribed cephalexin antibiotic to be taken by mouth 4 times a day for 10 days and sent the patient to a wound nurse. The wound nurse provided teaching on dressing changes but no other treatment was done. The patient was not hospitalized. The gi doctor is aware. The caregiver stated that the stoma is still slightly infected and is a little red.